Event description:
Reprocessed quadrapolar was catheter placed into the right atrium of the heart. The curve of the catheter was discovered to be incorrect. The patient was not harmed, but the physician was unable to place the catheter in the proper location. The catheter was removed, delaying the procedure and a new catheter was used successfully.